Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported while in neo profile arrhythmia alarms were not being displayed. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Event description:
The customer reported while in neo profile arrhythmia alarms were not being displayed. The device was not being used on a patient at the time of the event; no adverse event occurred. It was determined that this was a clinical configuration issue. This was part of the initial configuration setup before the unit was placed in use and part of testing. The philips installation team provided support to resolve the issue for the customer. No additional details were provided.